Manufacturer narrative:
The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. D10 concomitants: (B)(6), 02-010-01-0320 - logic femoral ps cem right sz 2; (B)(6), 02-012-41-2020 - logic tibia traptray cem sz 2f/2t; (B)(6), 200-02-32 - three peg patella 32mm; (B)(6), 203-96-52 - stryker kms2512.m62 90x25x1.19mm; (B)(6), 203-96-54 - komet blade kms2513.m62 90x25x1.27 stryker 5/6/7.

Event description:
Legal case ¿ USA: patient ID: (B)(6) rk rev. As reported via legal documentation the patient had a right knee replacement on (B)(6) 2017. Approximately 5 years and 4 months after the initial procedure the patient had a right knee revision on (B)(6) 2022. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2022: diagnosis: right knee aseptic loosening. There was abundant synovitis and inflamed and irritated tissues. Poly was removed. Femoral component was removed. This did loosen relatively easily as expected and was removed with minimal bone loss. The patient was awakened from anesthesia and taken to recovery room in stable condition. Ebi initial surgery attached. Historical record and smartsolve searched for sn/patient name with no results. As directed by qa management: this legal complaint for polyethylene issues occurred in the us. The event did not occur in, nor is it reportable for australia, brazil, canada, eea/EU, japan, taiwan, or great britain, excluding northern ireland. Therefore, only the us reportability determination will be assessed.

Event description:
As reported via legal documentation the patient had a right knee replacement. Approximately 5 years and 4 months after the initial procedure the patient had a right knee revision. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.